Event description:
Bard broviac catheter 4.2fr had ballooning at the junction of the thick clamp section and the thinner catheter section. The catheter walls were extremely dilated and ready to pop. Date of use: (B)(6) 2013. Diagnosis or reason for use: catheter repaired today. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.